Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, cardiosave intra-aortic balloon pump (iabp)¿s fan was faulty. Poor contact on the white fan motor cable. It was further reported that, during installation, the white cable of the motor fan was pinched, causing a false contact and the resulting fan error. There was no patient involved.

Manufacturer narrative:
Other contact person: (B)(6). Updated field: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected field:h6(medical device problem code). A getinge field service engineer evaluated the unit and noticed error 59 power supply fault was detected in the cardiosave fault logs. After further checks, a false contact was identified on the compressor fan power cables. The motor fan was replaced. Functional checks completed. Regular operation tests. Repair completed. The device has passed all performance and safety tests according to manufacturer specifications. The device has been returned to the customer and authorized for clinical use.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h3, h11. Corrected fields - e1 (event site address).

Event description:
N/a.